Event description:
The manufacturer received information alleging the active exhalation verification test step had failed during preventative maintenance on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was evaluated at the manufacturer service center. During the evaluation it was noted that the devices proportional valve had caused the active exhalation test step to fail on the device. In conclusion, the device's proportional valve was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and particulate filer were replaced for preventative maintenance unrelated to the reportable issue.